Manufacturer narrative:
Samples rec'd: no samples available. There are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample we cannot carry out a complete investigation. Review the batch mfg record, this prod had a normal process and the results during the process fulfilled OEM requirements. No further action at this time.

Event description:
Country of complaint: (B)(6). Sterile packaging is welded into outer package.